Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) pty ltd. (Oas). Oas evaluated the subject device and found followings; distal end insulation test was not passed. Bending angle did not meet specification. The light guide lens was chipped or cracked. Adhesive around ccd and light guide lens was worn and detached. The distal end cover was scratched or dented. The adhesive of the rubber of the bending section was detached, chipped, and cracked. Air supply connector and water supply connector was loose. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time: (B)(6) 2019] pseudomonas aeruginosa (10-100 cfu/endoscope). Enterococcus faecium (10-100 cfu/endoscope). [Second time: (B)(6) 2019]. Mixed coliform (<100 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity the exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.